Manufacturer narrative:
Additional information: based on the received information, intraoperative testing indicated damage to the active electrode possibly caused, inadvertently, during electrode insertion or handling of the electrode. Nevertheless, device was left implanted and in-situ measurements at first activation confirmed short circuit involving eight electrode channels. DHR's review and in-storage measurements do not show any abnormality. This is a final report.

Event description:
At implantation surgery in-situ measurements revealed several electrode channels involved in short circuits. However, the device was left implanted. At activation in-situ measurements showed the same results but the patient had access to sound. As per new information received the patient has done auditory training and has auditory sensation on all electrodes. The channels with short circuits need a greater charge than the others, but the patient responds to all. No re-implantation is planned, as the patient is satisfied with the results so far.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At implantation surgery in situ measurements revealed several electrode channels involved in short circuits. However, the device was left implanted. At activation in situ measurements showed the same results but the patient refereed access to sound. Reimplantation is considered.